Manufacturer narrative:
The initial MDR 1226181-2016-00159 was filed on march 18, 2016. A siemens headquarter support center (hsc) specialist evaluated the event data. Hsc concluded the falsely elevated patient ltni result was sample specific and not repeatable. The investigation data is consistent with poor sample integrity, cells or cellular debris, causing conjugate carryover. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided qc data, which indicated results were within range. The customer repeated level 2 quality control after the discordant result was obtained, and the results were within range. The cause of the discordant, falsely elevated ltni result is unknown as the sample resulted as expected upon repeat testing on the same instrument.the instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (ltni) result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni result.